Manufacturer narrative:
For this event, the lot number was provided and a lot history review was performed. Of the 1 reported malfunction, 1 device was returned for evaluation. The investigation for catheter perforation is unconfirmed. A root cause has not been determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600540ce chronic catheter allegedly experienced a fluid leak. This information was received from a single source. The alleged malfunction involved a patient with no known impact to the patient. The patient was reported to be a 63-year-old male, weighing 64kg.

Manufacturer narrative:
The device was returned for evaluation. As received, one hickman catheter segment. A complete circumferential break was noted approximately 9.5 cm from the distal end of the luer blood and residue were noted throughout. Sample was received with clamp engaged. Caps was noted on the luer. The device was received with tape over the luer. When the tape was removed, no anomalies were noted underneath. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600540ce chronic catheter allegedly experienced a fluid leak. This information was received from a single source. The alleged malfunction involved a patient with no known impact to the patient. The patient was reported to be a (B)(6)-year-old male, weighing (B)(6) kg.